Event description:
Upon injecting CT contrast with a power injector, the IV catheter septum popped out of the catheter. IV was replaced, and there was no harm to the patient other than unnecessary second needle stick.